Event description:
Customer reported that while using bolus wizard, the numbers on the insulin pump's screen began to climb on their own. Blood glucose level was 134 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.